Event description:
--

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. The device was later explanted for an unknown reason. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrocautery marks on the front of the case. All sealplugs were intact and all setscrews moved freely. The device was interrogated and found to have a battery status of end of life (eol). Monitoring voltage is 2.22 volts. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device met expected longevity predictions as described in labeling. The device failed the shock portion of the automated therapy availability test due to charge time-outs. The device was explanted in (B)(6) 2010 and returned five months later in (B)(4) 2010. A review of the device history indicated that all therapy was available at the time of explant. The 'beep when eri is reached' feature was programmed off upon arrival at boston scientific. Beeping tones were heard when a magnet was applied to the device, during charging, and also when the 'beep on sensed and paced ventricular events' was enabled.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) battery status due to an extended charge time of 26 seconds. Current monitoring voltage was 2.55 v. This device is included in the mid-life display of replacement indicators advisory population. The patient had difficulty hearing the beeping tones. Device replacement was planned. No adverse patient effects have been reported.